Event description:
It was reported that the vent had loud beeping noises, red lights flashing and the screen went black while ventilating a patient. Patient desaturated when vent failed. Alternative source of ventilation was provided and patient sats improved.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.